Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient underwent an unknown surgery with va tcp for a distal radius fracture on (B)(6) 2021. Bone healing was achieved, so a removal surgery was performed on (B)(6) 2022. The four distal locking screws were broken under the screw heads. The screws were removed with an extraction tool. The removal surgery was completed successfully with a 50-minute delay. The preoperative ml image showed that the screws appeared to be broken. The surgeon guessed that the screws were broken before removal surgery. No further information is available. This report involves one 2.4mm ti va locking screw stardrive 22mm . This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product codes: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: photo investigation: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device photo. Visual analysis of the photo revealed that the head of the va lockscr ø2.4 self-tap l22 tan, p/n: 04.210.122s, broke off. The broken fragments were observed in the provided picture. No other problems identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for va lockscr ø2.4 self-tap l22 tan, p/n: 04.210.122s. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6: a device history record (DHR) review was conducted: part # 04.210.122s, lot # 8l43766, manufacturing site: werk selzach, release to warehouse date: 04.aug.2021, expiration date: 01 aug 2031, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.210.122 non-sterile lot # 270p390 manufacturing site: werk selzach release to warehouse date: 06.july.2021 supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.